Event description:
Information received indicates the head casters will not lock when in brake.

Manufacturer narrative:
The technician found the caster stems were cracked and installed new brake casters to repair the bed.